Manufacturer narrative:
H10 - additional photos of the mating device used was received and evaluated. The photos show a 5 ml bd syringe. The compatibility of the syringe with the microclaves cannot be determined based on the photos provided. The reported complaint of a microclave seal stick down can be confirmed from the initial photos returned however, actual samples would be required to determine the probable cause.

Event description:
Additional information received from the customer that the observed event of the ¿valve jammed¿ occurred at the same time with the introduction of a new mating device. The mating device used was a bd syringe (bd jw11) pre-filled with phenylephrine, which the customer reported as the lumen of the bd syringe was smaller than of a normal syringe.

Manufacturer narrative:
H10 - one glass bd syringe 5 ml mating device was received on (B)(6)2020 and visually inspected. As received, no damage or anomalies were identified on the syringe. No ICU medical devices were returned. The male luer of the 5 ml bd syringe was measured and found to have an internal diameter (ID) that is not compatible with the microclave device. The reported stick down can be confirmed based on the photo provided. The probable cause is access with an incompatible mating device during use. The directions for use (dfu) states: the microclave connector is compatible with luers with an internal diameter (ID) between 0.062" and 0.110".

Manufacturer narrative:
H10 - there were no product samples returned for investigation, however, photographs were provided and evaluated. The photos showed two microclave clear connectors. A stick down of the silicone seal was identified on one of the two microclaves. No other damage or anomalies were clearly visible in the photographs. The device history review (DHR) for lot 4147625 was reviewed and there were no relevant non-conformances found that would have contributed to the reported complaint. The reported complaint was confirmed. A probable cause cannot be determined based on the information provided. Additional information can be found in section d10.

Manufacturer narrative:
The device is expected to return for evaluation. It has not been received.

Event description:
The event occurred at 11:00 and involved a microclave clear connector where the valve inside the microclave jammed and ephedrine was unable to be injected through it during a critical treatment. The medication was then delivered via another access. It was reported that disoprivan had previously been injected. It was unknown how long the device was in use. There was a delay in critical therapy reported, as the injection of the medication was delayed, however, there was no medical or surgical intervention required.